Event description:
At about 3 weeks after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2205902: 20 items manufactured and released on (B)(6) 2022. Expiration date: 2027-07-13. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2216025: 200 items manufactured and released on (B)(6) 2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, 167 items of the same lot have been sold with another similar reported case during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e ((B)(4)) lot 2202299: 152 items manufactured and released on (B)(6) 2022. Expiration date: 2027-02-27. No anomalies found related to the problem. To date, 144 items of the same lot have been sold with no similar reported case during the period of review. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes ((B)(4)) lot 2012942: 100 items manufactured and released on (B)(6) 2021. Expiration date: 2026-03-07. No anomalies found related to the problem. To date, 100 items of the same lot have been sold with no similar reported case during the period of review.